Manufacturer narrative:
The returned device was submitted for torque testing. The results of the torque test found the device was below specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the torque handle exerting less torque than intended cannot be determined from the sample and the information provided. A potential root cause may be wear and tear to the device over many uses. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation will be performed. Follow up will be filed with the findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
As the surgeon went to final tighten he realized it was not going to tighten the set screw and handle needed re-calibrated. Please can you check and arrange for re-calibration to 80in-lb asap.